Event description:
The customer reported low blood glucose readings. The customer's boyfriend called ems to treat the low blood glucose readings. The customer was taken to the hospital. The ems did not treat the customer because the meter read 135 mg/dl. The ems took the customer's blood glucose reading another time and it read low. The customer was unable to provide more information the low blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.